Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) device was routinely used for closure. Per standardized operation, pulsatile blood flow was observed to decrease significantly and the closure device was further withdrawn. Until removal, the indicator window did not change color. For safety, the operator did not press the plug release button. Manual compression was used for hemostasis. No other adverse consequences were reported. This occurred after intracranial aneurysm surgery. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including an appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was encountered connecting the sheath introducer to the device. The sheath introducer engaged with the indicator wire cowling and locked with an audible click. Although the device and sheath were retracted together, no color change of the indicator window was observed even upon complete withdrawal. The exoseal vcd was securely locked to the sheath introducer. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) device was routinely used for closure. Per standardized operation, pulsatile blood flow was observed to decrease significantly and the closure device was further withdrawn. Until removal, the indicator window did not change color. For safety, the operator did not press the plug release button. Manual compression was used for hemostasis. No other adverse consequences were reported. This occurred after intracranial aneurysm surgery. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including an appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was encountered connecting the sheath introducer to the device. The sheath introducer engaged with the indicator wire cowling and locked with an audible click. Although the device and sheath were retracted together, no color change of the indicator window was observed even upon complete withdrawal. The exoseal vcd was securely locked to the sheath introducer. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after intracranial aneurysm surgery, a 6f exoseal vascular closure device (vcd) device was routinely used for closure. Per standardized operation, pulsatile blood flow was observed to decrease significantly and the closure device was further withdrawn. Until removal, the indicator window did not change color. For safety, the operator did not press the plug release button. Manual compression was used for hemostasis. No other adverse consequences were reported. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including an appropriate sheath insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance or excessive force occurred during advancement or insertion, and no difficulty was encountered connecting the sheath introducer to the device. The sheath introducer engaged with the indicator wire cowling and locked with an audible click. Although the device and sheath were retracted together, no color change of the indicator window was observed even upon complete withdrawal. The exoseal vcd was securely locked to the sheath introducer. The device will be returned for evaluation.